Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with cracked housing. The investigation found that when the motor was activated the device went into error 1871. The investigation determined that a motor issue was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1871. No adverse patient effects were reported.